Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/18/2019. The following additional information was received: clinical event information: the patient had an aortic valve replacement and ascending aorta hemiarch replacement (B)(6) 20/18. Intraoperatively, the 4/0 prolene used for closure of the aortotomy snapped and required a second 4/0 prolene to close the aortotomy.

Manufacturer narrative:
(B)(4). Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch mhb982; mfg. Date: 7/10/2018; exp. Date: 6/30/2023. Batch mgp848; mfg. Date: 6/2/2018; exp. Date: 5/31/2023. The device history records were reviewed for the possible batch numbers and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? Was the index procedure a valve replacement, repair or graft surgery? Which valve was repaired? Were these pledgeted sutures? Was the suture placed by hand or using instruments? Was the suture reprocessed (e.g., re-sterilized) before use? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during re-operation? Was the broken suture retained and will it be returned for evaluation? Will any unopened sutures from the same lot be returned for evaluation? What is physician¿s opinion as to the etiology of or contributing factors to this event?

Event description:
It was reported that the patient underwent aortic valve replacement and repair on (B)(6) 2018 and suture was used for closure of the aortotomy. During the procedure, the suture snapped. Another like device was used to complete the procedure. Additional information has been requested.